Event description:
This ra lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2017. A product experience report was received (B)(6) 2017 stating that rv lead extracted due to high thresholds and noise. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).